Event description:
According to the report, bioglue was used in a neurosurgical procedure and the patient later developed chemical meningitis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, bioglue was used in a neurosurgical procedure and the patient later developed chemical meningitis. Additional information indicated bioglue was used in combination with a duragen patch. It is unknown how the patch was sutured. The patient developed a wound infection which was considered to be meningitis. As bioglue was new to the surgical team, they therefore suspected it may be the cause of the meningitis. However, there was no positive evidence to suggest infection and antibiotic treatment did not help. The condition resolved after treatment with steroids. The distributor has provided further training to the user facility regarding instructions for bioglue use. The bioglue lot number used was not reported and therefore, a review of the manufacturing records and device history file could not be performed. The use of bioglue and duragen together is inappropriate as both products require different environments to function. Bioglue requires a dry field and duragen requires a wet field. When bioglue is used in conjunction with any other material, cryolife advises that the IFU for both products be carefully reviewed and adhered to. It is very important that the properties of both products be understood and that neither product be used in a manner that would prevent either product from functioning as it is designed to function. The fact that antibiotics did not help but the complications fully resolved with the use of steroids suggests a foreign body reaction related to the duragen patch, the bioglue, or both. However, with the available information a definitive conclusion cannot be made.